Event description:
It was found the hand piece no longer meets specifications for phase margin. Device was about to be used during an unknown procedure. Another hand piece completed case. No pt consequence.